Event description:
It was reported that this pacemaker system had presented infection. Subsequently, this pacemaker and two leads were explanted. This product has not been returned for analysis. No additional adverse patient effects were reported.